Event description:
The event occurred during the month of 12/97. The device was returned for eval when the medical professional noticed that the shaft transition area was bent. No intervention or pt complication was reported. However during eval of the device a perforation in the balloon was observed with a resulting jetstream type leak. Although no jetstream leak was reported in this case, it has been determined that this type of leak may cause an adverse event if it were to recur.